Event description:
The device was used during a thoracic procedure. Reportedly the device was reloaded twice and fired. After firing, it was noted that the anvil was bent and the metal disk on the reload broke off. No pt injury was reported.